Manufacturer narrative:
Failure analysis for fiber 0010-2400-611a-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion on surface; the outer flow tubing open end exhibits slight melting. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that the first surgical fiber was replaced at 38,250 joules of use and 8:00 minutes due to the inner part of the fiber separating from the external. The second surgical fiber was replaced at 53,607 joules of use and 10:22 minutes do to a broken cap (possibly while cleaning). The third surgical fiber was replaced at 83,830 joules of use and 14:48 minutes due to pause time during coagulation. The procedure was completed using a fourth surgical fiber for 178,615 joules of use and 29:33 minutes. Patient outcome: there was no injury to patient reported. This report is for the second surgical fiber used.